Manufacturer narrative:
User suspects frame was bumped, no further inaccuracies reported. Software behaving as designed.

Event description:
A medtronic rep reported that during a case with an o-arm, the surgeon felt he was inaccurate by 1 cm. He obtained another o-arm spin and everything was accurate from that point on. The case was completed and there was no impact on pt outcome.